Event description:
It was reported that pump displayed malfunction alarm code and caller¿s father contacted support on behalf of minor customer, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which caller acknowledged and understood.